Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: temporary device - natrelle® 133 tissue expanders are temporary devices, and are not to be used for permanent implantation or beyond 6 months. Tissue expanders should be removed once adequate tissue has developed. Tissue expansion in breast reconstruction typically requires four to six months. The total expansion period will vary depending on patient tolerance, tissue tolerance, and desired tissue expansion. Tissue expander labeling: device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope. Avoiding damage during surgery extreme - care should be taken to avoid damage to the tissue expander during surgery. Possible sources of damage include sharp surgical instruments such as scalpels and needles used during the initial surgery, subsequent filling, or hematoma/fluid evacuation. A sterile back-up tissue expander must be readily available at the time of surgery in the event that damage occurs. Products must be carefully inspected for leaks or nicks prior to use. Do not attempt to repair damaged products.

Event description:
Healthcare professional reported right side device removal due to "surgeon puncturing device during inflation". Additionally, the tissue expander was implanted for 11 months.